Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had a broken seal. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Received a total of 4 iag units from lot number 6308948, all components were present and intact. Three of the units received were partially open at one end. One of the units received was partially open at both ends. DHR for lot # 6308949: the product was manufactured on afa line 6 from november 8, 2016 thru november 12 2016 and packaged on packaging line 11 from november 11, 2016 thru november 14, 2016. All required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. (B)(4) were issued for suspect wrinkled seal, but these are not related to this complaint. The defect of wrinkled seal occurs on the long side of the package and has not been linked to open seal complaints. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. This is potentially a supplier issue that has been resolved. (B)(4) was opened to investigate the package seal integrity complaints and implement corrective actions. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter had a broken seal. There was no report of exposure, serious injury or medical intervention.